Manufacturer narrative:
Patient date of birth corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's spouse. The patient's spouse called back and reiterated previously reported event and stated since speaking with patient services, the caller made an appointment with the health care provider (hcp) patient services listed for the patient in the physician listings call code for (B)(6) 2024 caller stated since increasing the stimulation the patient's symptoms were no different so they wanted to try to find a different program. Patient services reviewed device description/function and walked the caller through connecting to the patient's settings. The therapy was on, on program 2 at 3.8 v. Patient services walked the caller in switching the patient to program 3 and the caller increased up to 3.6 v where the patient confirmed they felt the stimulation comfortably in their bike-seat region. Caller and patient were going to monitor the patient's symptoms. They may call back to make another adjustment prior to their (B)(6) appointment. Patient services did not update device registration with this hcp yet as the caller had not confirmed that this hcp was now the patient's managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that about three weeks ago had a clump of snow and when went to come into the house a whole bunch of things were in their way so patient took his foot off of the snow and said that he got lightheaded and fell into the flower bed and fell on the right side which is the same side where the implant was placed. Caller said that patient noticed a return of bladder symptoms since the fall, said is peeing all of the time now. Reviewed therapy information and general programming guidance. With instruction, caller connected to implant and made a slight increase in the setting. Patient will maintain stimulation level and will continue to track symptoms. If patient doesn't notice improvement by end of week, caller to call back to review option of switching programs. Reviewed that if patient doesn't notice any improvement even after working through all of the programs, then it would be recommended to scheduled an appointment to check internal system. Caller also said that managing physician has moved so they are in the process of looking for a new physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.